Event description:
It was reported that the device was explanted and the rv lead capped after the patient presented to the emergency room with a burning sensation in the pocket that lasted 3 hours. The device exhibited no telemetry, no tones, no pacing, and no output. The rv lead exhibited high voltage impedance out of range and a coil fracture. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was explanted.